Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to right ventricular (rv) lead loss of capture (loc) concerns. Upon review of the presenting egm, technical services (ts) was able to confirm rv capture however it was unclear whether there was left ventricular (lv) lead capture. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.